Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. (B)(4).

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device (oad), a perforation occurred and the patient expired. Three target lesions were located in the left anterior descending artery (lad). The lesions were treated with the oad, however during the final pass with the device a perforation occurred. Balloon angioplasty and stent placement were performed, however the condition of the patient declined. Following resuscitation efforts, the patient expired.